Manufacturer narrative:
(B)(6). Results: bd received representative samples from the customer facility for investigation. The actual device was not sent. The samples were evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection kit (pediatric use) leaked blood from the tubing during collection. No serious injury, no medical interventions. No mucous membrane exposure reported.